Manufacturer narrative:
Follow up being submitted for investigation results and additional information.

Event description:
It was reported that during a surgical procedure at the user facility, the sonopet tip that was being used snapped, causing a slight dural tear, and the handpiece became hot to the touch. The surgeon repaired the dural tear. The procedure was completed successfully with a 5 minute surgical delay. The user facility reported that the injury will not require any additional or continuing treatment, nor do they expect there to be any permanent damage.

Event description:
It was reported that during a surgical procedure at the user facility, the sonopet tip that was being used snapped, causing a slight dural tear, and the handpiece became hot to the touch. The surgeon repaired the dural tear. The procedure was completed successfully with a 5 minute surgical delay. Attempts are currently being made to obtain additional information about the event from the user facility.